Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative that the patient was at low settings and getting good therapy. It was noted that "some impedances didn't look quite right," but that the particular model of implantable neurostimulator (ins) was unable to measure the impedances accurately at low settings. The battery and therapy were noted to be good. Additional information received two days later (2014-03-28) from the manufacturer's representative reported that there were no malfunctions seen, no interventions taken, and the patient was receiving effective therapy at the time of report. No patient symptoms were reported. No further complications were reported. The patient was implanted for failed back surgery syndrome.